Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the device alarmed button error and the buttons were unresponsive. The insulin pump was rested for two hrs and the frozen display continued. Advised the customer to discontinue use of the device and to revert to back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.